Event description:
It was reported that post op of a lap gastric band procedure, the patient was admitted to the operating room due to infection around the injection port area of the abdomen. The device injection port was removed due to infection in the tissue. The case was complicated by a large port site hematoma, which the physician elected to manage non-operatively. It had a minimal amount of spontaneous drainage that was covered with abx. It healed and then opened again. Treated again with abx to resolution and then opened again. At the second opening, decision to remove the port. Port was in the usual position. However, the strain relief was off the lock and down the tubing. The port was not disconnected from the band. The surgeon plans to replace the port when the tissue has healed and the patient can endure the surgery.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.